Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did reveal an abnormality. The helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown cause. A new rv lead with the same model was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown cause. A new rv lead with the same model was placed. No adverse patient effects were reported.